Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 63-year-old male patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference model # updated, catalog # removed, primary justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation: a zoll medical business partner evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including maintenance testing without duplicating the report. The device was recertified and returned to the customer. The clinical file did not contain the data from this reported event. The device history file shows evidence the device is stored without electrodes attached. Not being in a readiness state means the device will be in a constant red x state and a beep alert would be present, until resolved, the device will be unable to complete a monthly self-test or check the state of the batteries. No trend is associated with reports of this type.